Event description:
Clinical review/rationale: an impella cp was placed via the femoral artery to support the 64-year-old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. The patient was on inotropes and vasopressors, but any other underlying medical history was not shared. The cp was supporting when after less than one day of support the pump was explanted to escalate to the impella 5.5 pump. At the time of explant, the patient's limb became cold, which was a sign of ischemia. The team performed an embolectomy for thrombus removal and femoral artery repair. The 5.5 pump support is ongoing and captured in complaint (B)(4). Limb ischemia is a known risk associated with impella support as described in the instructions for use.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
B5. Revised clinical review/rationale.

Event description:
Clinical review/rationale: an impella cp was placed via the femoral artery to support the 64-year-old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. The patient was on inotropes and vasopressors, but any other underlying medical history was not shared. The cp was supporting when after less than one day of support the pump was explanted to escalate to the impella 5.5 pump. At the time of explant the patient's limb became cold, which was a sign of ischemia. The team performed an embolectomy for thrombus removal and femoral artery repair. The 5.5 pump support is ongoing. Limb ischemia is a known risk associated with impella support as described in the instructions for use.

Manufacturer narrative:
Investigation summary ppae(ischemia/thrombosis) : the root cause of the injury was unable to be determined due to insufficient clinical details.